Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after changing position in the operation, the foley catheter was naturally removed from the patient. There was sterile water leakage from the balloon. The lot number was myjn2638.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1 all-silicone foley catheter with sample port connector. Visually inspected balloon and no physical defects were noted. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and a leakage found, the solution flowed directly into the drainage lumen upon inflation indicating lumen to lumen leak. The sample received does not meet specifications as per inspection procedure, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified is: it was difficult to assure the positioning of the catheter due to vision was difficult. CAPA 8266921 was initiated to address the reported event. A DHR review was not required as CAPA 8266921 is applicable for this product lot number. A labeling review was not required as CAPA 8266921 is applicable for this product lot number. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after changing position in the operation, the foley catheter was naturally removed from the patient. There was sterile water leakage from the balloon. The lot number was myjn2638.